Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump is broken at the reservoir compartment. The customer's blood glucose reading was unknown at the time of incident. Troubleshooting found that the drive support cap was broken. The customer was advised that the device would be replaced.

Manufacturer narrative:
The insulin pump was received with cracked case at the display window corner, cracked battery tube threads, cracked reservoir tube lip, minor scratched display window, scratched damaged at the drive support sticker and missing the end cap sticker. The drive support disk was inspected and no anomaly was noted.